Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (tul) procedure, the basket of an ngage nitinol stone extractor, did not appear to be in the full open position while the device was still in its packaging. During a functional check, it was discovered the basket could would not fully open. The physician noted the device felt "different" when opening and closing the basket. The issue with this device was discovered prior to making contact with the patient and it was not used. Another ngage nitinol stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04jun2020: when the assistant doctor prepared the device before capturing stones, the packaging was normal, and he removed the device from the package as usual. Then, the device was inserted into the renal pelvis through flexible nephroscope. When the assistant doctor performed a trial opening of the basket, it was found that the shape of the basket was abnormal during use.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported on 05/25/2020 of an incident involving a ngage nitinol stone extractor. The basket of the device reportedly would not fully open and was abnormally shaped during a transurethral lithotripsy (tul) procedure on (B)(6)2020. Further communication with the user facility clarified that when the assistant doctor prepared the device before capturing stones, the packaging was normal, and he removed the device from the package as usual. Then, the device was inserted into the renal pelvis through flexible nephroscope. When the assistant doctor performed a trial opening of the basket, it was found that the shape of the basket was abnormal during use. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle in the open position. The basket was protruding the distal tip of the basket sheath, but it was closed. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. The support sheath was bent starting 1.5cm from the mlla. There were no kinks in the basket sheath. There were three broken wires that were pulled out. Function test determined handle moves basket assembly, but the basket formation does not expand. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would not open due to the wires of the basket having pulled free from the sheaths that normally hold the basket wires in place. Motion of the handle did not cause the basket to open and close, but caused the basket assembly to move distally and proximally instead. The device was tested multiple times for functionality and damage during manufacturing and quality control checks. The device was also packaged with the basket in the open position. It was concluded the basket became damaged during use. Possible causes: that a force was applied to basket sufficient to cause the basket wires to pull free from the basket sheaths, the basket was not properly manufactured, which allowed the wires to pull free easily. A combination of both possibilities. There was not enough evidence make a determination of which possibility occurred, or which was most likely to have occurred. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.